Manufacturer narrative:
On 31-aug-2016 product investigation results: reporter returned one toothbrush head on 08-aug-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Cutting inside of mouth [mouth injury]. Toothbrush head has been cutting inside of mouth and the small metal pin keeps coming a little bit loose [injury associated with device]. Small metal pin loose; toothbrush head had completely come to bits with the metal peg and actual toothbrush head lose in mouth; broken toothbrush head [device breakage]. Product counterfeit [product counterfeit]. Case description: a female consumer, age unspecified, reported via e-mail on (B)(6) -2016 that she placed a new oral-b power oral care refill precision clean on her oral-b rechargeable toothbrush, version unknown approximately 2 weeks ago, and ever since the toothbrush head had been cutting the inside of her mouth, and the small metal pin kept coming a little bit loose. She reported that during use in the morning of (B)(6) 2016, the toothbrush head had completely come to bits with the metal peg and actual toothbrush head loose in her mouth. The case outcome was unknown. On (B)(6) 2016 received consumer's follow-up e-mail: the consumer reported the cuts in her mouth had healed, and she would send the broken toothbrush head to the company. The consumer reported she changed toothbrush heads every month or so, and the product had never been dropped. The case outcome was recovered.

Manufacturer narrative:
Return of product has been requested. Reporter returned one toothbrush head on 08-aug-2016. Product investigation in progress.

Event description:
Cutting inside of mouth [mouth injury]; toothbrush head has been cutting inside of mouth and the small metal pin keeps coming a little bit loose [injury associated with device]; small metal pin loose; toothbrush head had completely come to bits with the metal peg and actual toothbrush head lose in mouth; broken toothbrush head [device breakage]. Case description: a female consumer, age unspecified, reported via e-mail on (B)(6) 2016 that she placed a new oral-b power oral care refill precision clean on her oral-b rechargeable toothbrush, version unknown approximately 2 weeks ago, and ever since the toothbrush head had been cutting the inside of her mouth, and the small metal pin kept coming a little bit loose. She reported that during use in the morning of (B)(6) 2016, the toothbrush head had completely come to bits with the metal peg and actual toothbrush head loose in her mouth. The case outcome was unknown. 25-jul-2016 received consumer's follow-up e-mail: the consumer reported the cuts in her mouth had healed, and she would send the broken toothbrush head to the company. The consumer reported she changed toothbrush heads every month or so, and the product had never been dropped. The case outcome was recovered.